Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a screen issue. The technical support specialist dialed in and performed soft reboot to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe had screen issue. The customer stated that the info gets erased as transaction completes causing an delay in dispensing medication. There were no adverse events or injuries reported based on this event.